Manufacturer narrative:
(B)(6). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This medwatch report is in response to receipt of maude event report mw5058863.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. Following the procedure, the patient experienced allergies, bleeding, low immune system, swollen legs and pain in stomach, anus and pelvic, cannot have a sex. The patient underwent six surgeries and pain management treatment. It was also reported that the mesh remains inside the patient. Additional information has been requested.